Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding heat rash on the back. There was no alleged device malfunction contributing to the wound. The patient¿s home health nurse advised to not apply lotion to the area. Follow up indicated that the wound improved.